Event description:
On (B)(6) 2014, the reporter contacted animas alleging intermittent power on the pump. The reporter confirmed that the yellow o-ring was not visible at the time of the issue and the battery cap was able to be secured per the instructions for use. The patient confirmed that the pump battery type setting was correctly set in the pump. There was no moisture noted in the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/06/2015 with the following findings:there was no evidence of a 'power issue' found in the pump history and black box data. The battery compartment was observed to be intact. The pump powered on with the use of the returned battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.